Event description:
It was reported that the patient¿s mobile transmitter exhibited sparking and excessive heating and failed to charge. The device was not used and was replaced. No patient consequences were reported.